Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. There was no damage to the battery compartment or battery cap; the yellow o-ring was not visible at the battery cap. No visible moisture was reported in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a pump reboot associated with a battery change. During a visual inspection of the pump, no damage was found to the battery compartment or battery cap. The battery cap secured properly to the pump to maintain power. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully. A power interruption was not duplicated during testing. The pump case was removed, and no intermittent conditions were found on the power circuit board. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.